Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room. Upon interrogation, the implantable cardioverter defibrillator was in backup operation. The patient was discharged. No further information was reported.

Event description:
New information noted that the patient presented in emergency room experiencing diaphragmatic stimulation. Upon interrogation, the implantable cardioverter defibrillator was in backup operation which caused diaphragmatic stimulation. The device was reprogrammed. The patient was fine.